Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that visual analysis indicated that there was dried blood and guidewire tip visible inside the lead tip nose. Destructive analysis was performed and discovered that the guidewire tip distorted causing the guidewire to stick in coil lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited increased thresholds and was dislocated. During the procedure to replaced the lead, there was a large amount of friction between the attempted lead and the guidewire and the wire stuck inside the lead. That lead could not be implanted. The physician then decided to reposition the existing lv lead which was successful. That lead remains in use. No patient complications have been reported as a result of this event.